Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. An offset coil wind was present on the embolization coil. Coagulated blood was within the introducer sheath on the distal end of the embolization coil. Conclusions: evaluation of the returned pod10 revealed a functional device and could not confirm a pusher assembly kink. During functional testing, the pod10 was unable to advance through its introducer sheath initially due to coagulated blood within the introducer sheath. The coagulated blood was cleared from the introducer sheath, and the pod10 was then able to advance through its introducer sheath and a demonstration lantern without an issue. Further evaluation revealed an offset coil wind on the embolization coil which was likely incidental to the reported complaint. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod10s, pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and two non-penumbra guide catheters. During the procedure, the physician advanced a pod10 through the middle of the lantern and encountered resistance. The pod10 was then removed and flushed. Upon re-advancement, the pod10 became stuck in the same location and the pusher assembly kinked. Therefore, the pod10 was removed. The procedure was completed using another pod10, four pod pcs, and the same lantern. There was no report of an adverse effect to the patient.